Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system was getting a 32100 error. The caller had attempted to power cycle the system and exercised the arm and cart drive with no success. Caller attempted to restart the system with a cannula installed and there was no change. The system faulted with a 32100 error. The procedure was aborted with no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the axis 2 motor module to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the axis 2 motor module involved with this complaint to perform failure analysis. Failure analysis confirmed and replicated the reported complaint. Error 32100 was found upon reviewing logs pointing to the brake, which confirmed the fault occurred. Upon visual inspection, no issues related to the reported event were found. When using a multimeter, the brake leads were tested, and continuity was found from the motor housing to the brake leads. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.